Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned, but a picture was provided. The pictures shows that the bearing is fractured in the central area. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent revision surgery thirteen and a half years post implantation due to bearing fracture. Bearing was explanted and replaced with a new implant. No additional information is available.

Manufacturer narrative:
(B)(4). D10 ¿ 154722, oxf uni tib tray sz c lm PMA, lot 2283900. 154602, oxford uni femoral lg, lot 1666424. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.